Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer states the gain is greater then 3 minutes within 10 days. Customer states gain is greater than 9 minutes within 30 days. The patient¿s blood glucose level was 135 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device the displacement and self test. Device was programmed with the time or date was accurate after settings. No unexpected reset memory or time or date anomaly noted during test.